Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that after losing about 40 pounds, patient experienced discomfort at ipg site. Surgical intervention was undertaken on (B)(6) 2024 wherein the ipg pocket was repositioned from the left upper buttocks to the right upper buttocks. Therapy was restored post-op.